Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, during an initial intramedullary femoral nailing procedure 8.5mm medullary reamer head broke off and fragmented in a patient during a procedure. As a result of the reamer head breaking, the 5.0 flexible shaft became warped. The fragments were not retrieved; they remain embedded in the patient and there are no known plans to re-operate to remove the embedded fragments. There was another reamer head and shaft available to complete the procedure. There was no surgical delay. There was no additional medical intervention. It is unknown if there were additional x-rays taken as a result of the device malfunction. The patient status/outcome was reported as good. The procedure was completed successfully. This complaint involves two parts. This report is 1 of 1 for com-(B)(4).